Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 9:00 am, the patient experienced vomiting and dizziness. The cgm showed 80 mg/dl, while the bg reading was 270 mg/dl. The patient self-treated with intravenous (IV) fluids and fast-acting insulin and was still able to commute to hospital via uber. The patient decided to remove the sensor, as the calibration didn¿t work as intended. By 10:30 am, the patient arrived at the emergency room. Tests confirmed that the patient was experiencing diabetic ketoacidosis (dka) and the bg reading was 270 mg/dl. The patient was treated with IV fluids and insulin. The patient appeared dehydrated due to dka but seemed to be okay by around 5:00 pm, (and patient used a new sensor) with cgm showing 140 mg/dl and bgm at 150 mg/dl and the patient was discharged with no home medications prescribed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was feeling ok. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid when the patient loss conciousness. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment. The reported glucose values fall within the a zone of the parkes error grid at discharge. No additional patient or event information is available.